Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6f angio-seal evolution was received for product evaluation. The carrier tube assembly mated with the hemostasis sheath was returned along with the partially opened poly foil pouch. No other accessory components were returned. Visual inspection revealed that the device handle was mated with the hemostasis sheath. The deployment sleeves were in a rear lock position with colored bands fully exposed. The suture, compaction tube, and compacted collagen were released from the carrier tube and hung at the distal tip of the sheath. No anchor was found attached to the collagen/suture knot or returned separately. The compaction tube was still contained within the device. No compaction marker could be seen advanced to the first distal green marker. The exposed collage had a peculiar shape and was examined under the microscope. The button was stiff upon receipt. Functional testing was performed; the button was pressed, and the suture was able to release completely. No issue was identified with suture unspooling. The device was disassembled, and the gearbox assembly was inspected. The rack was not completely advanced to the distal position. The gears appeared properly seated within the upper and lower gear plate. The suture could be seen tethered to the suture stake. No gross anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the tamping could not be performed as intended leading the suture to experience forces greater than the strength of the suture knot leading to its detachment. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that doctor inserted the angio-seal device as usual and followed all the steps, he applied a normal level of tension; however, as the device was pulled back, the string snapped. There was no harm to the patient. Hemostasis was achieved by manual compression. Additional information was received on 08oct2019. The procedure performed was an iliac angioplasty using a 6fr sheath. There was no difficulty with arterial access or use of the device. A pre-deployment angiogram was performed. Additional information was received on 22oct2019. The string snapped, and the anchor most likely remained in the patient. The patient was well from a vascular point of view and a good flow remained in the common femoral artery.